Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6). During the procedure, upon insertion of a cat6 into a non-penumbra sheath using the peel away sheath, the cat6 became crushed; therefore, it was removed. The procedure was completed using an indigo system cat5 aspiration catheter (cat5) and the same sheath. There was no report of an adverse effect to the patient.